Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 214 mg/dl at the time of incident. The customer stated that the insulin did exit but the insulin pump alarmed no delivery during troubleshooting. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.